Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The power cord was replaced during on site analysis of the system resolving the issue. Upon return of the power cable to the manufacturer, no functional failures were found with the power cord. The power cord was scuffed but passed all continuity checks. No shorts were found. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017; (B)(4) (uf): medtronic received information regarding a navigation device being used outside of a procedure. The power cable was damaged and needed to be replaced. In addition, the system was unable to turn on. No patient was present at the time of the event.